Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced infection. The device was explanted. The patient is a systemic carrier of staph infection and has tested positive in the past. The patient did not have any symptoms.